Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states ¿select patient information cannot be provided due to regional privacy regulations.""" Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received  critical pump error open book image. No harm requiring medical intervention was reported. Troubleshooting was performed and found that was displayed before the open book image on the screen. It was conformed that  the customer discontinue to use the device and the pump will  be returned for analysis

Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2023. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm triggered by pump error 63 alarms (twi) confirmed in the main error log using the adapt tool and in the detail trace on (B)(6) 2023 at 07:23:00.000 and on (B)(6) 2023 at 07:23:12.000 (file number: 2017, line number: 147), suspected on hw. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. Moisture damage was found on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 28-may-2023 in the pump history file. (B)(6) 2023 05:08:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 08:37:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 09:57:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 13:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 13:45:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 14:01:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 06:07:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 06:17:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert (780) unknown. Critical pump error (open book image) alarm confirmed due to pump error 63 alarms. Pump error 63 alarms confirmed due to corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.